Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. It was also reported that intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin. Tandem customer clinical support informed customer that reusing insulin is off label per the user guide. Customer changed pump supplies to address the issue.